Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the e100 was shutting off while using the synchroseal. The site had to turn it back on to continue using it. The site called back to report that they swapped out the instrument, but the issue remained. The technical support engineer (tse) recommended for the caller to ensure that the instrument tips were not touching or causing an arc. The customer confirmed that it was not. The tse also recommended for the caller to return both instruments for further failure analysis. The site requested for a field service engineer (fse) to follow up. There were no other related issues. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and additional information was obtained about the complaint: there was no arcing. The procedure was converted to open because of patient anatomy and because the target tissue was in a different location than expected. The patient was obese. The customer emphasized that the conversion had nothing to do with the system. There was minor bleeding. Overall the patient did fine. The bleeding that was encountered was not due to the instrument. Blood loss was not excessive. The robotics coordinator was not aware of any transfusions. The robotics coordinator reported all the bleeding that occurred during this procedure was expected, surgical bleeding. The procedure was converted to open surgery due to patient anatomy. After converting to open surgery, the surgeon realized they had made a misdiagnosis for the reported liver cyst and instead found the patient had a chest empyema.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was not able to replicate the issue. The fse replaced the e-100 as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported failure. The unit was installed into the test system and worked fine with the synchroseal installed. The synchroseal was used with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times. The e-100 worked fine without any issue.